Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis identified an opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Cont h6 f2203 imaging required. The reported events lymphadenopathy, lymphedema and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient's representative reported, pain and sensitivity to pressure in the chest, rupture and associated silicone loss, capsular fibrosis (baker severity grade 1) and enlarged lymph nodes, painful lymphedemas, depression, anxiety, deposit of liquid and prolonged posture for very severe pain, a round back has formed. Sonography has been performed.